Event description:
Follow up information identified the patient is experiencing extreme pain; discomfort described as heating and swelling at the ipg site post revision after recharging the ipg. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the entire scs system was explanted on (B)(6) 2017.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is experiencing discomfort described by the patient as heating at the ipg site and is causing the ipg site postoperative swelling to worsen. The patient reports the sensation would occur only 15 minutes into the charging session and the issue began two weeks after the device was implanted. A replacement charging system was sent to the patient which did not resolve the issue. Follow up information identified the heating sensation was due to the formation of a seroma at the bottom of the ipg pocket. The seroma is visible, palpable and tender. The patient underwent surgical intervention on (B)(6) 2017 where the ipg pocket site was revised. There was minimal seroma fluid drained and there were no signs or symptoms of infection present.